Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 4 months post-op, the patient was revised as the locking bar on the tibial component came loose and migrated laterally. The sales rep is unsure if the locking bar was fully locked into place during the initial surgery. During the revision, the surgeon pulled the locking bar out and only replaced this piece. They did not revise any other components. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available revision records identified the following: medially the pin was palpable and coming through the capsule into the subcutaneous tissue. The pin was then removed by partially pulling back in the joint and then removing it from the subcutaneous layer. The pin was then inspected and compared to the new pin and it was noted it had no significant deformity. The new locking pin was then placed and then clamped down into place with an audible click engaging the pin. It was then fully inspected and noted to be fully seated. No complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b4; b5; b7; d2; g1; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the returned product identified signs of use and implantation as there is scuffing on the bars superior surface from assembly and gouges were found on the lateral tip of the device. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap, lateral, and merchant views of a right total knee arthroplasty. Linear metallic object projecting over the medial joint space and soft tissues. The object resembles the tibial component polyethylene locking bar upon review of the vanguard knee product information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient was experiencing pain prior to the revision. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3; b4; b5; d1; d2; d4; d10; g1; g3; g4; g6; h1; h2; h6. D10: 183108 - van ps open intl fem-rt 65 - (B)(6), ve183620 - tibial bearing posterior stabilized (ps) 63/67 mm width 10 mm thickness - 66786333, 184720 - series a pat w/wr thn 25 1 peg - 65783341, 110034355 - refobacin bc r 1x40 us - aw51dc0103. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.